Event description:
Based on additional information received on (B)(6) 2017, the case was upgraded to serious as an important medical event of device malfunction was added. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a healthcare professional. This case concerns an adult female patient who received treatment with synvisc one and later after unknown latency had increased pain in the left knee and swelling in the left knee. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: may 31, 2022). On an unknown date in 2017, after unknown latency, patient had increased pain and swelling in the left knee. Action taken: unknown. Corrective treatment: not reported for increased pain in the left knee and swelling in the left knee. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number:50887 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on dec 05, 2017 and dec 18, 2017 (both the information was processed together with clock start date of dec 05, 2017). The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated dec 05, 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced swelling and pain in left knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 05-dec- 2017, the case was upgraded to serious as an important medical event of device malfunction was added. This case is cross referenced with case: (B)(4). This unsolicited case from united states was received on 05-dec-2017 from a healthcare professional. This case concerns a 75 year old female patient who received treatment with synvisc one and later on the same day had increased pain in the left knee and swelling in the left knee. Also device malfunction was identified for the reported lot number. Medical history included varicose veins, sleep apnea, osteoarthritis, asthma, breast cancer, copd, gerd, hypertension, low back strain, knee swelling, murmur and diverticulosis. Patient was allergic to amoxicillin, nsaids and iodine (had nausea), latex (had anaphylactic shock), codeine (had hyperactivity) and contrast dye (had passing out episode). Concomitant medication included salbutamol (albuterol), amlodipine, acetylsalicylic acid (aspirin), celecoxib, diclofenac potassium (voltaren), escitalopram oxalate (lexapro), fluticasone furoate/vilanterol trifenatate (breo ellipta), hydrochlorothiazide (hydrodiurilp), metoprolol tartrate (metoprolol), amlodipine/hydrochlorothiazide/olmesartan medoxomil, ranitidine for gerd, tramadol hydrochloride (tramadol) for moderate pain and paracetamol (tylenol) for arthiritis pain no past drug or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6ml once for knee pain (batch/lot number: 7rsl021; expiry date: may-2022). On the same day, patient had increased pain and swelling in the left knee. Methylprednisolone (medrol) dose pack was given as treatment. On (B)(6) 2017, the patient recovered from all the events. Corrective treatment: methylprednisolone for increased pain in the left knee and swelling in the left knee outcome: recovered/ resolved for all of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number:(B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for all the events additional information was received on 05-dec-2017 and 18-dec-2017 (both the information was processed together with clock start date of 05-dec-2017). The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 27-feb-2018 a healthcare professional. Seriousness criteria was updated. Therapy start date, dose, frequency and indication were updated. Event start date were updated for all the events. Outcome of the event of increased pain in the left knee and swelling in the left knee was updated to recovered and its corrective treatment was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 27-feb-2018: the follow up information received does not change the previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and experienced swelling and pain in left knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.